Event description:
It was reported that a homechoice device experienced an unspecified system error alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, system errors 2046, 2265, 2367 and 2240 were identified during a review of the event history log. A visual inspection was performed. Leak test and pneumatic flow test performed and device passed. The reported problem was identified as a system error 2240. The device was within specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.